Event description:
It was reported that during a tibial angioplasty treatment procedure, guide wire peeling occurred. The de novo target lesion was located in the moderately tortuous and mildly calcified posterior to anterior tibial artery below the knee. During the procedure, while negotiating with the 300cm x 8cm poly tip v-18 control wire, a 'strange dot' appeared on the screen. Upon removal of the device from the patient, it was discovered that guide wire was kinked and had worn off its jacket at the distal 3cm of the guide wire. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Event description:
It was reported that during a tibial angioplasty treatment procedure, guide wire peeling occurred. The de novo target lesion was located in the moderately tortuous and mildly calcified posterior to anterior tibial artery below the knee. During the procedure, while negotiating with the 300cm x 8cm poly tip v-18 control wire, a 'strange dot' appeared on the screen. Upon removal of the device from the patient, it was discovered that guide wire was kinked and had worn off its jacket at the distal 3cm of the guide wire. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned device presents the distal tip damaged and some sections are peeled. Visual inspection was performed. The entire length of the wire was examined and was observed the poly tip section kinked at 2 cm from the distal tip section. Also the poly tip was accordioned and peeled, exposing the corewire. It was also discovered that the coating scrapped (peeled) along the entire body. Other functional testing performed revealed no irregularities. The coating was properly attached to the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).